Event description:
The customer reported a communication failure error message. A communication error message will likely result in a system lockup, no boot, or shut down situation. There are no reports or pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.